Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip and triclip procedure was performed to treat functional mitral and tricuspid regurgitation (mr/tr). It was noted during preparation of the two clip delivery system (cds) and triclip delivery system (tcds), the systems were difficult to flush. The process was repeated and the systems were able to be de-air. The cds was then implanted. There were no adverse patient effects and no clinically significant delay in the procedure.